Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible broken sensor wire. Patient did not pull up on the collar during insertion. Therefore, the needle remained exposed and sensor wire was detached on sensor pod. Patient reported difficulty with insertion. No medical intervention was required.